Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the clinic after hearing tones from the implantable cardioverter defibrillator (ICD) for a week. Upon interrogation it was found that the right ventricular (rv) lead and ICD exhibited high out of range shock impedance measurements. Since the rise in shock impedances was gradual and that this was a single coil lead, the physician opted to monitor the patient. The ICD and rv lead remain in service and no adverse patient effects were reported.